Event description:
The customer reported that the system would not save data. No patient injury was reported.

Manufacturer narrative:
A ge service representative instructed the customer over the phone how to save data to a usb disk. The customer reports that the system operates as intended.